Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during procedural setup, the hydros handpiece displayed an 'e005 hp error' at the start of the aquablation therapy. The error persisted despite troubleshooting efforts, including system reboot and restart. The surgeon was unable to complete the priming process. A second hydros handpiece was used but resulted in the same e005 error. Due to the consistent malfunction, the surgeon elected to abort the procedure. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.